Event description:
The explanted device was received for investigation. The user was re-implanted with a bone conduction implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report. As per additional information this case covers the same device and same issue as the case reported under MFR report number 9710014-2022-00660. All further reports are going to be sent as a follow up of report 9710014-2022-00660.

Event description:
The explanted device was received for investigation. The user was re-implanted with a bone conduction implant.